Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -6.0 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H6: device code: 1494, off-label use, acd < 3.0mm. Claim#: (B)(4).

Manufacturer narrative:
Correction: upon further review supp1 was not needed for correction regarding off lable use for this MFR report#. Please refer to MFR#: 2023826-2023-04952 for correct supp1 regarding off label use. Claim#: (B)(4).